Manufacturer narrative:
H6, medical device problem code: added codes 1504 and 1214. H6, investigation findings: added code 3221 for type of investigation 3331. H6, type of investigation: added code 4112. H6, investigation findings: added code 213 for type of investigation 4112. H6, health effect - clinical code: added code 4436. H6, health effect - impact code: added code 4627. Additional device involved in this event: gore® excluder® contralateral leg component plc201400 / unk. UDI unknown. The serial numbers for the gore® excluder® contralateral leg components (B)(6) and (B)(6) could not be retrieved. Therefore, a review of the manufacturing records could not be performed. Gore received an image via email with no patient identifier or date of acquisition in the image as well as a short 12 second video sequence taken with a cellular phone from a monitor in the operating theatre. The evaluation showed that the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The images cannot be manipulated in any way. There appears to be a contrast-like density outside of the implanted device, but the contrast cannot be confirmed with available the image set. H6, medical device problem code: retracted code 2919. H6, type of investigation: retracted code 4119. H6, health effect - clinical code: retracted code 2208.

Manufacturer narrative:
A review of the manufacturing records for the gore® excluder® aaa endoprosthesis involved in this case could not be performed as the serial numbers were not available.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. It appeared that during initial implant, a gore® excluder® trunk-ipsilateral leg component rlt311417 had been placed on the right and two gore® excluder® contralateral leg components, plc141000 and plc201400, on the left patient side. On (B)(6) 2016, follow-up imaging identified an aneurysm diameter of 60 mm. On (B)(6) 2020, the patient was administered to hospital as he was feeling unwell. Computed tomography imaging revealed an aneurysm rupture and that the aneurysm diameter was now measuring 100 mm. It was also reported that there was a type iii endoleak between the plc141000 and plc201400 stent grafts. Subsequently, a re-intervention was performed and the endoleak was treated with an additional gore® excluder® contralateral leg component plc161000. Reportedly,